Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an issue with image quality; lines are appearing on the image during angulation, which occurred during inspection for use, involving an olympus gastrointestinal videoscope. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: resolving specified power was not obtained. Based on the results of the investigation, a root cause could not be identified for the image issue. Regarding the power problems, the most probable cause is damage on the charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.